Event description:
Pt. Treated for complete heart block w/intermedics vdd pacemaker. Pacer demonstrates too limited programming of parameters suitable for pt condition. Pacemaker mediated tachycardia suspected. Frequent wenckebach activity due to pacer's unability to maintain 1:1 av synchrony in higher atrial rates. Combined w/pt's underlying tachcardia, the pacer frequently demonstrates this activity. This activity has resulted in ever-increasing disability due to severe cardiac deconditioning. Pt now intolerant to even the mildest exertion. Pacer upgrade (premature) required to attempt to reverse this disability and results are unk whether it will be cured.